Event description:
A pt reported experiencing inaccurate erratic results with a surestep. The pt's blood glucose results were 298 and 189 mg/dl. Tests were done 2 mins apart. Two different finger sticks were used. Pt did not experience any adverse events and there was no change in treatment. No further info has been reported.